Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead was unable to be inserted into the device header. The lead was implanted. The patient was stable. No additional information was available.

Event description:
New information on (B)(6) 2017 stated that when the lead was inserted into a different pulse generator, the lead exhibited normal functions. The patient was in stable condition post operation.